Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 22-jan-2021 h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a poor mechanical connection in one of the power ports, and had difficulty connecting to a power source. Examination of the power port revealed damage to some of the port pins. The patient had not brought a back-up controller, and the hospital did not have a new controller to perform an exchange. A new controller was pending delivery but the patient did not want to wait for its arrival, so the hospital exchanged the controller with an expired controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller ((B)(6)) was returned for evaluation. One (1) controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed a bent pin within power port one (1). A power source was still able to connect to power port one (1); however, the connection was more difficult to make. Visual inspection also revealed contamination in the pump connector. The observed contamination is an additional finding not related to the reported event, likely due to the handling of the device. An internal visual inspection did not reveal any anomalies. Review of the controller log files associated with (B)(6) revealed no anomalies within the analyzed period. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. The shelf life requirement for the hvad controllers is one (1) year from the manufacturing date. Of note, it was reported that (B)(6) was given to the patient on (B)(6) 2023. Upon review of the manufacturing documentation, it was determined that the controller was manufactured over a year prior to this date. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported use of expired product event can be attributed to storage of the device beyond its expiration date. An internal investigation was initiated to investigate this issue further. The most likely root cause of the reported poor mechanical connection event can be attributed to a bent pin in the power port. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.